Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable, with the customer needing to hold the charging cable in place or strategically position pump in order for charge connection to be recognized. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.